Event description:
It was reported that, "attempted to insert blocker into screw and could feel immediate resistance. Appears blocker became cross threaded. Blocker was removed and pulled from field."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusions will be made available following an engineering eval.